Event description:
Stem, catalog number 5260-1-450, was packaged as a hip stem, catalog number 6259-0-450. There was no adverse consequence for the pt or delay in suegery or anesthesia time.

Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been received from a foreign affiliate. Additional info is unobtainable. Summary of evaluation: a visual inspection of the returned product indicated that a 6259-0-450 precision hip stem, lot code b8ptd was inside the inner package. The outer package ref. Catalog #5260-1-450, lot code b9hpb. A review of the device history records indicated 5260-4-450, lot code b9hpb was mfg and stocked between 4/5/94 and 8/1/94. Catalog #6259-0-450, lot code b8ptd was mfg and stocked between 10/25/93 and 11/15/93. In view of the findings, the field complaint is not verified and deemed invalid. It was determined impossible for the two orders of hip stems to be mixed at the mfg facility prior to the final packaging operation. This was substantiated by the fact that the 6259-0-450 hip stems were mfg, packaged, and released to final stock five months prior to the start of the 5260-1-450 hip stems.